Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and verified the temp in both incubators, the centrifuge speed, and camera adjustments. The fe also created a new reader reference, checked the syringe, and ran the solution a & b integrity test. The customer ran and verified the controls. Repairs have returned the instrument to expected operation. (B)(4).

Event description:
The customer states that the ortho provue issued a false negative result for a 2 cell screen that was a 2+ mixed field reaction in manual gel. No erroneous results were reported.